Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a cardiac ablation interventional procedure using an 8f sheath. Femoral imaging was not performed. Reportedly, during device prep, the marker lumen was noted stuck on the body of the device. The device was able to prep as intended and was used in the procedure with proper bleed back; however, a cuff miss [suture retrieval issue] occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It¿s unknown of the reported IFU violation contributed to the reported difficulties; therefore, notification is not required. Additionally, it was reportedly, the device was used even though the marker lumen was noted stuck. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: do not use the perclose¿ prostyle¿ smcr system if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective¿. The IFU violation cannot be confirmed, therefore, notification is not required. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. The device was not returned to confirm marker port condition. It is likely that an interaction with patient anatomy (calcification) with the device during deployment contributed to the reported needle to cuff miss. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - use after damage, 2017 - failure to follow steps / instructions.